Manufacturer narrative:
H6. Device analysis for ins (B)(6) revealed no significant anomalies. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Device analysis for lead va1bmlg022 revealed the lead body conductor broken at the injex anchor site. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977a290, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt a return of symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. At the impedance measurement, plot 4 was out of bounds. This was the plot that was used in programming. During a revision of the system, impedance was measured in the operating room with a wireless external neurostimulator, and the result was the same with plot 4 out of bounds. A medical decision was made to change the system, and the issue was resolved. The patient was alive with no injury. Session reports from before and after the revision were provided and showed that electrode 4 had impedance greater than 10000 ohms prior to the revision.